Manufacturer narrative:
On 01/27/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 02/03/2017 a medtronic representative, following-up at the site, reported that after observing a subsequent procedure and speaking with this surgeon, it is likely there was interference from a forehead temperature monitor. Multiple instruments within the emitter field may also have contributed to the reported issue. Recommendations were made to the surgeon to remove instruments from the emitter working field when they are not in use.

Event description:
A site registered nurse/neuro coordinator, reported that while in an ear, nose & throat (ent) procedure, the navigation system monitor image shifts when either straight suction or curved suction was used. The view showed up normally with suctions, however, as it goes in to the anatomy, the image shifts to left. Instrument tracker was changed. No issue with other instruments. The surgeon experienced issues verifying the patient intermittently. In trouble-shooting, medtronic representative recommended they lift the emitter up after confirming the bottom of the emitter was aligned with the patient's cheek bone. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion using non-navigated instruments. Incision had not been made at this point in the procedure. Delay in therapy was less than one hour. There was no impact on patient outcome.